Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had been exposed to fluid, physical damage and high blood sugar. The customer's blood sugar was 400mg/dl. Trouble shooting was performed and found possible leak of insulin from the reservoir, fluid under the lcd display, and cracks in the insulin pump. Advice to discontinue use of the insulin pump and revert to backup plan. Advices to remove the reservoir and dry the compartment. Advised the insulin pump will need to be replaced. Customer declined to trouble shoot for high blood glucose. The insulin pump will be returned for analysis.